Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent shoulder surgery and the ipg was not placed in surgery mode. The ipg was unable to communicate. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received wherein the ipg was explanted and replaced, and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.